Event description:
It was reported that the biomed stated that the sensica urine output device was sent down to biomed with issues starting a session. It was determined that the device had a damaged load cell with pins potentially bent. The customer reported that the device was logging urine output incorrectly and taking a long time to connect to start once the urine bag was connected. They have asked for more technical clarification regarding this information.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-04817. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the sensica urine output device was sent down to biomed with issues starting a session. It was determined that the device had a damaged load cell with pins potentially bent. The customer reported that the device was logging urine output incorrectly and taking a long time to connect to start once the urine bag was connected. They have asked for more technical clarification regarding this information.